Event description:
The customer reported the ventilator went vent inop and alarmed while being set up for use. The ventilator was not in use on a pt, therefore there was no pt harm. The respironics service tech also confirmed a diagnostic code in log history indicating an earlier power fall failure that resulted in a restart of the ventilator. It is unk if the ventilator was in use on a pt at that time. The service tech inspected the power supply and found an open fuse. The service tech replaced the power supply fuse to correct the reported problem of vent inop and the restart noted in the diagnostic log. Performance verification testing was completed and the unit passed per operating specs.